Event description:
It is reported that the patient faced infusion set issue with two sets on (B)(6) 2026 and on (B)(6) 2026. The patient reported that the tubing would not disconnect at connector which leads to high blood glucose. The infusion set was used for two days. The patient resolved issue by disconnecting once but ended up changing infusion set early.

Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.